Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion. A specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. The current heartmate 3 lvas IFU, document # (B)(4), rev. A, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was reported to present with epistaxis in the setting of supratherapeutic inr (international normalized ratio) of 8.1. The patient was hospitalized. Coumadin was stopped until inr was therapeutic. Event was resolved on (B)(6) 2017. No further information was provided.